Manufacturer narrative:
(B)(4) - the plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The patient reported that there are black spots within her bags of 2.5% solution bag. The black spots were first noticed on tuesday (B)(6) 2016 and she still used the bags. The patient stated she was sick and had peritonitis due to this. Follow-up wa made with the pd patient's clinic registered nurse (rn), who confirmed that the patient had peritonitis and was diagnosed on (B)(6) 2016. The rn did not know the source of contamination and was not aware of the black spots in the bag as described by the patient but mentioned that the cap was partly off. Per rn, the patient followed aseptic technique while performing treatment. According to the rn , culture was done and was found to be gram positive cocci, the patient was being treated with vancomycin and was not hospitalized. Rn stated that the patient was recovering. Medical records were received and the nurse stated the onset of symptoms was (B)(6) 2016. Initial treatment for the patient was with vancomycin 1 gm and ancef 1 gm ip for the 8 hour dwell.

Manufacturer narrative:
Corrected section a weight although a possible association between the liberty cycler and the event of peritonitis cannot be ruled out, the kocuria species (identified in lab collection (B)(6) 2016) is found in the environment and as part of the normal skin and oral flora. The most common cause of peritonitis is breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
Clinical evaluation of information in the complaint file reviewed. It was reported that this (B)(6) year old, female, end stage renal disease (esrd) peritoneal dialysis (pd) patient developed peritonitis after using delflex 2.5% dex. Lm/lc 5l solution. The patient reported noticing black spots (patient stated the black spots look like black water droplets) in the delfex solution prior to pd treatment and that the caps were loose. The patient opted to continue with pd treatment in spite of the patient¿s observations. Information received from the patient¿s pd rn confirmed the patient was diagnosed on (B)(6) 2016 with peritonitis. The pd rn states the patient follows aseptic technique while performing treatment. The initial treatment included vancomycin 1gm and ancef 1gm intra peritoneal for eight hour dwell every three days for three weeks with final dose on (B)(6) 2016.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Clinical evaluation of information in the complaint file reviewed. It was reported that this (B)(6), female, end stage renal disease (esrd) peritoneal dialysis (pd) patient developed peritonitis after using delflex 2.5% dex. Lm/lc 5l solution. The patient reported noticing black spots (patient stated the black spots look like black water droplets) in the delfex solution prior to pd treatment and that the caps were loose. The patient opted to continue with pd treatment in spite of the patient¿s observations. Information received from the patient¿s pd rn confirmed the patient was diagnosed on (B)(6) 2016 with peritonitis. The pd rn states the patient follows aseptic technique while performing treatment. The initial treatment included vancomycin 1gm and ancef 1gm intra peritoneal for eight hour dwell every three days for three weeks with final dose on (B)(6) 2016.